Event description:
Hcp reported generator caused shock type pain radiating up to patient's ears. Adjustments were made but did not help. The device was explanted but not returned to the manufacturer for analysis. A follow-up report will be sent if additional information is received.